Event description:
After angiogram, the arterial sheath wire was attempted to be removed using perclose device. The perclose device was able to be closed but the device got stuck inside the vessel. FDA safety report ID # (B)(4).